Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An endobroncheal tube was received for investigation. Visual inspection found no anomalies. Inflation and deflation performance tests were performed and incomplete deflation of the cuff was not confirmed. The customer reported malfunction was not verified on the returned sample.

Event description:
It was reported that during prior to use tests, the physician found the endobronchial tube cuff deflation was incomplete. It was also reported that the tube was kinked. There was no patient involvement. There is no report of death or serious injury associated with this event.